Event description:
It was reported that during a pta procedure accessed thr0ugh the right femoral artery the guide wire separated. The guide wire needle was removed along with both pieces of guide wire with no pt injury.

Event description:
Info reported through guidant vi distributor stated that the guide wire could not be removed through the introducer needle necessitating that both be removed together. Pt needed to be repunctured to continue the procedure. This MDR is being filed based on the results of the product investigation.